Event description:
During review of the patient's programming history, it was observed that a faulted system test had occurred in the operating room during patient's initial implant surgery ((B)(6) 2010) and patient left the operating room with device programmed at 1 ma, 20 hz, 500 pulse width, 30 seconds on and 60 minutes off. The surgeon did not perform a final interrogation after the system test which caused the device to program on and patient left the surgery with device unintentionally programmed on. The device was turned down at the treating physician's office which was on (B)(6) 2007. This is a known event and it is expected that a faulted system test will caused the device to unintentionally change the patient's settings; therefore, it is important to perform a final interrogation in order to make sure that the patient leaves the office at intended settings.

Manufacturer narrative:
Analysis of programming history.